Manufacturer narrative:
Additional information: yes; returned to manufacturer on : 30th of october 2020. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens was received to the manufacturing site on the october 30, 2020.visual inspection under magnification revealed viscoelastic residue on the optic body and loops, and that the lens was returned cut in half, which was consistent with a lens that was handled during removal and replacement. Furthermore, a bent loop and a detached loop were observed. The complaint issue was confirmed, however, per the initial report, the customer cannot confirm if the lens was incorrectly loaded, and therefore this cannot be confirmed to be related to handling or manufacturing, and therefore no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. (B)(6). (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a cataract surgery, the lens was loaded by the scrub nurse and inserted into the eye by the surgeon. It was noticed that one haptic was curled over the lens. Attempts were made to move the haptic but without success. The surgeon made the decision to remove lens and insert another. It is uncertain whether the lens was faulty of incorrectly loaded. Incision was enlarged as well as sutures required among the process. All the information available have been reported.